Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously low thyroid stimulating hormone (tsh) results generated by the unicel® dxl 800 access® immunoassay system.tsh results of 0.00uiu/ml were obtained for several patients. Upon repeat, higher results were obtained; however, the actual results were not supplied.the erroneous results were reported outside of the laboratory.the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Service was not dispatched for this event because the customer is not questioning instrument performance.no additional information is available for this event.